Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported image black out upon angulation issue could not be determined, however, the issue was likely due to physical stress applied to the insertion site during user handling/mishandling, resulting in an image sensor unit and image sensor unit cable malfunction, causing the image to no longer appear when operating the camera at an angle. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿screen was black when angled¿ was confirmed. The event occurred due to a faulty charged coupled device (ccd). The following findings were also noted during device evaluation: the instrument channel tube had leakage; the image was normal; the screen blacked out occasionally during angulation, the device was powered on 318 times /13301 minutes, the distal end was normal; there was indentations in the insertion tube at about 2cm and 17cm place away from the protector, use a tool to check the instrument channel tube, there was raised skin at about 20-25mm place away from the distal end, and there was no immersion in the scope connector and scope cover. The screen blacked out occasionally during angulation, which was related to leakage of the instrument channel tube, and there were indentations in the insertion tube, which were caused by improper use and maintenance. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope at preparation before use for a diagnostic tracheoscopy - the patient was not anesthetized; the screen was black when angled. The user finished the case with another device. No patient injury reported.